Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not be inserted into the left ventricular (lv) lead. The lead was attempted and not used. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.